Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for diabetes ketoacidosis. Customer's blood glucose at the time of admission was unknown. The reporting doctor also stated the customer believed their insulin pump was not delivering insulin to their body. The customer was unable to troubleshoot at the time of the call. The doctor also reported the customer has had consecutive high blood glucose. The doctor also requested to have a representative come to the hospital to examine the insulin pump. No additional information provided.